Event description:
Caller reported a malfunction occurred on the pump, identified with malf 12 error code, but stated no notable events preceded it. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through resetting the pump so they could continue using it for backup therapy until setting up a replacement pump, which the customer had received but not yet configured. Customer understood the instructions, acknowledged the situation, and no further assistance was needed, so the case was closed.